Event description:
Reporter indicated that vns pt was air-lifted to hospital because pt experienced 27 seizures within a 24-hour period. The seizures were described as a breakthrough cluster. The pt's pre-vns seizure frequency is documented as being between 0 and 4 generalized seizures per month.